Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to try a new flow sensor. Customer advised they have one on hand. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported flows are out of range at 10 (liters per minute) lpm. The device was not in use at the time of the reported event; therefore, there was no patient involvement.